Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the medication was dripping at a faster rate than programmed and when the pump was paused the medication continued to flow. A secondary line was attached and the medication was backing up into the attached empty bag. Although requested, there were no further details or information provided and no report of harm.